Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined to performed troubleshooting as they had delivered a 2 units bolus and had observed insulin dripping out of the infusion tubing. The customer declined to remove their infusion set site to inspect the cannula for any damage as they had performed multiple infusion set site changes to address the occlusion alarms earlier in the day. Tandem technical support advised the customer to wear the pump in a case in order to prevent abrupt temperature changes. The customer placed the pump in a case and insulin deliveries were resumed.